Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed.h6): added codes: 772, 814, and 2199.in the initial MDR, section h11, it stated the above codes would be added upon availability to enter them into an updated medwatch form. The updated form was available 06 june 2021. This supplemental report was inadvertently not entered until this time; however, this supplemental report does not change the content nor does it provide new information to the event. The supplemental report is being submitted in order to enter the component and heic codes into appropriate fields within the updated supplemental medwatch form.

Manufacturer narrative:
Patient information unavailable. Device lot number, expiration date unavailable. Device manufacture date unavailable. (B)(4).

Event description:
A peripheral atherectomy procedure commenced to treat a slightly calcific, fibrous lesion in the distal anterior tibial artery using a contralateral approach. A spectranetics turbo elite laser atherectomy catheter was chosen to treat the patient. According to the report, resistance was encountered when advancing the turbo elite device. However, the device was still advanced to the lesion site and treatment was given to the patient, with two passes of the laser fiber through the lesion. When the turbo elite device was removed from the patient, it was noted that the device was kinked and laser fibers could be seen in the kinked area. The procedure was completed with no reported patient harm. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation. The device was discarded so it cannot be determined what caused the reported failure.